Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer is having issues with their insulin pump. The customer rewinded the pump and it alarmed compromised force sensor system. The customer's blood glucose was unknown. The customer stated the drive support cap is protruded. The customer was advised the insulin pump will be replaced and revert to back up plan.